Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant of this right ventricular (rv) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed when the lead was connected to a pacing system analyzer (psa). All other lead measurements were noted to be stable and acceptable, so the lead was left implanted and connected to the associated pacemaker. Upon connection of the lead to the device header, pacing did not begin until 2 minutes after lead connection to the device header. The patient was noted to have an underlying rhythm and did not experience asystole during this time. During a pre-discharge check the following day, high out of range pacing impedance measurements continued to be observed, however, were observed to be trending down. A chest x-ray was taken and the helix was observed to not be extended. A revision procedure was performed. The lead was repositioned and the helix was extended. Acceptable pacing impedance measurements were observed. No additional adverse patient effects were reported. This product remains in service.